Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with noise on the right atrial lead. During procedure, an insulation breach was noted on the right atrial lead. This was discovered upon undoing the knot produced by the right atrial and ventricular leads. A suture sleeve was sutured over the area to protect from further degradation. No patient consequences were reported.